Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although there are no culture results or determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On 26/apr/2022 a peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was diagnosed with peritonitis. The patient went to the hospital with abdominal pain and cloudy pd effluent. The pd catheter was removed, and the patient is transitioning to in-center hemodialysis (hd). Additional information was obtained through follow-up with the pdrn. The patient contacted the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come to the clinic for an assessment; however, the patient went to the emergency room on that date. The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient¿s pd catheter was removed (date unknown). The patient was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022. The patient is completing in-center hd and it is unknown if she will return to pd therapy. The clinic has not received hospital records pertaining to this patient event. Therefore, no culture results or antibiotic therapy information is available. The cause of the peritonitis is unknown. No further information was available.

Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was diagnosed with peritonitis. The patient went to the hospital with abdominal pain and cloudy pd effluent. The pd catheter was removed, and the patient is transitioning to in-center hemodialysis (hd). Additional information was obtained through follow-up with the pdrn. The patient contacted the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come to the clinic for an assessment; however, the patient went to the emergency room on that date. The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient¿s pd catheter was removed (date unknown). The patient was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022. The patient is completing in-center hd and it is unknown if she will return to pd therapy. The clinic has not received hospital records pertaining to this patient event. Therefore, no culture results or antibiotic therapy information is available. The cause of the peritonitis is unknown. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 26/apr/2022, a peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was diagnosed with peritonitis. The patient went to the hospital with abdominal pain and cloudy pd effluent. The pd catheter was removed, and the patient is transitioning to in-center hemodialysis (hd). Additional information was obtained through follow-up with the pdrn. The patient contacted the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come to the clinic for an assessment; however, the patient went to the emergency room on that date. The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient¿s pd catheter was removed (date unknown). The patient was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022. The patient is completing in-center hd and it is unknown if she will return to pd therapy. The clinic has not received hospital records pertaining to this patient event. Therefore, no culture results or antibiotic therapy information is available. The cause of the peritonitis is unknown. No further information was available.